Event description:
The customer reported that he was hospitalized due to high blood glucose levels, with a reading of 900 mg/dl. Prior to the hospitalization, the customer removed the insulin pump to treat with manual injections, but he stated that he wasn't able to keep his blood glucose levels down. The customer stated that he is still in the hospital, and the insulin pump has been misplaced. The customer requested a replacement insulin pump as soon as possible. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.